Event description:
The information received from the (B) (4) study indicated that the patient was admitted symptomatic with an 80% stenosis in the ostium of the left internal carotid artery. An 8 x 40mm precise pro rx stent was deployed with no malfunction or associated major adverse event. The vessel was not tortuous, but had moderate calcification. The residual stenosis was 10%. An angiouard rx was successfully deployed and retrieved without technical problems. There was no neurological deficit when the patient left the angiography suite. The patient was discharged the following day with a (B) (6) stroke score of 4 and a stroke score of 2. There was no major adverse event at the time of discharge. The 30 days follow up could not be performed, as the patient could not be reached. Approximately 2 months after the index procedure the patient died. The cause of death was not reported. The event was reported to be unrelated to the cordis product and the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15034804 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 15034804 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements.

Manufacturer narrative:
Information received via the (B) (4) study indicated that approximately two months post treatment of an 80% stenosis of the ostium of the left internal carotid artery with implantation of a precise pro rx stent the patient died. The cause of death is not known and there is no further information available regarding the event. At baseline the (B) (6) male with a history of stroke was symptomatic with an (B) (6) stroke score of 4 and modified (B) (6) score of 2. The lesion length was 20mm with moderate calcification. The 8 x 40mm precise pro rx stent was deployed at the target lesion with no technical difficulty or associated major adverse event. The vessel was not tortuous, but had moderate calcification. The residual stenosis was 10%. An angioguard rx was successfully deployed and retrieved without technical problems or associated major adverse event. It was indicated that there was no neurological deficit when the patient left the angiography suite. The patient was discharged the following day with a (B) (6) stroke score of 4 and a stroke score of 2. There was no major adverse event at the time of discharge. The 30 days follow up could not be performed, as the patient could not be reached. Approximately 2 months after the index procedure, the patient died. The cause of death was not reported. The event was reported to be unrelated to the cordis product and the index procedure. Based on the lack of information pertaining to the reported death, it is not possible to draw a clinical conclusion between the device and the event. The patient's medical history and advanced age put him at an increased risk for major adverse events. No corrective actions will be taken at this time.

Event description:
Customer reported a small hole developed. The tubing was used with a colleague volumetric infusion pump, (B)(4). The reported condition occurred during use when blood was noticed on the bed and the hole was found. There was no patient injury or medical intervention.